Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a low out-of-range shock impedance measurement of 2 ohms. The cause was not determined, and the presenting electrogram (egm) looked fine and no noise was stored. This rv lead remains in service, and will continue to be monitored. No adverse patient effects were reported.